Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted with the new device. This report will be updated should additional information become available.

Event description:
Additional information was received that this patient had undergone a procedure to perform a pericardial window to resolve a pericardial effusion that resulted from a viral cardiomyopathy. The physician explained to the local field representative that this was a result from the use of anticoagulants to treat atrial fibrillation and not related to the device or lead performance or function. A computed tomography (CT) scan was performed to rule out suspected perforation. The procedure was without further incident.

Event description:
Boston scientific received information that during implant, this lead exhibited high impedances greater than 2000 ohms. The field representative working with the physician advised to attempt to disconnect and reconnect the lead, results were the same out of range impedance measurements. The lead remained implanted and a new device was then implanted. Again the measurements were the same. The physisian elected to leave the lead and the new device implanted and continue to monitor the patient. There were no adverse patient effects reported.